Manufacturer narrative:
Based upon the clinical and investigation findings, the reported event of an endoleak and difficulty unsheathing has been confirmed. However, the reported type iiia endoleak was inconclusive instead an unknown endoleak was identified after clinical assessment. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. Note: this event was submitted to the FDA in 2015. As there was a submission issue, the original MDR follow up reported was removed from the system. Endologix was asked to resubmit both the initial and the follow up MDR.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported post implant of a bifurcated device, a suprarenal aortic extension, and two limb extensions an endoleak was identified. A computed tomography scan revealed a component separation between the bifurcated device and the aortic extension. The physician decided to repair the leak with a suprarenal aortic extension. Additionally, the delivery system bunched up in the sheath causing it to kink and not permit removal. The physician removed the delivery system and implanted the suprarenal extension. There was no sign of an endoleak post procedure.